Event description:
Pt had locon t-wrist fixation system and cortical bone screws placed to repair non-union of left distal radial fx after failed casting and closed reduction slippage. Fx had occurred in 2002 w/casting and cast removal one month later. In 2003 physician brought pt back to remove hardware as fixation plate had broken in two at screw opening closest to y end of plate.